Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 512 mg/dl, 147 mg/dl and 61 or 67 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter indicated that she self-treated with medications that she normally takes. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.